Event description:
A peritoneal dialysis patient reported that when he opened up the cassette door the last couple of nights fluid was leaking out of the cassette. The inside of the cassette door has moisture in it from the solution. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
The manufacturing facility received 2 cases of companion samples from it (B)(4). Sample analysis: a visual inspection was performed and no defects were found. A functional test was then performed on the companion samples with the liberty cycler machine in order to find any leak or problem related to this failure mode. No leaks or problems were found during the simulated treatment. The treatments were completed successfully. Conclusion: the complaint is deemed as unconfirmed; the companion samples did not present any leak or problem. No further investigation required, event data will be trended per quality data analysis procedure.